Manufacturer narrative:
(B)(4). Batch #: u95u6u. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the damage to the packaging compromise the sterility of the device? Could you please confirm the procedure date? Could you please confirm the alert date? This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image1 & 2: the images provided by the customer are that of what appears to be an harh instrument inside the sterile package. A closer look at the sterile packaged, the blister appears to be broken. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,

Event description:
It was reported that during an unknown procedure, when they went to open this harmonic shears, the packaging was broken. There were no patient consequences.